Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a farawave catheter was selected for use. During preparation, the exposed flush lumen of the catheter had shards break off. The nurse grabbed the port to fasten a syringe to manual flush and then noticed the breakage. The catheter was replaced and procedure was completed with no patient complications.